Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error and no delivery alarm. Customer's blood glucose was 200 mg/dl. The customer's healthcare provider advised her not to use the pump and she is on back up plan. The customer is not able to perform any troubleshooting because she doesn't have the pump with her. The customer stated that there is no motor position encoder error alarm. The customer agreed to sent oow letter.